Event description:
During routine inspection, physio-control evaluated the device and found that it would not deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.